Event description:
The patient reported since implant symptoms have improved during the day but not at night. Patient reported having bladder prolapse surgery and since then symptoms have been worse in day and night. During call, patient confirmed stim was on. Patient was on program 2 @ 2.7. Patient increased to 2.9 v and would see if that helps. Symptoms reported were: loss of bladder control. It was noted later on (B)(6) 2016 that the worsen symptom after surgery has been resolved. The patient indicated that surgery was extensive and no longer had vaginal prolapse in the way. The number changed before the surgery. She just upped the number a day prior to follow up call that was helping were steps taken to resolve the worsen symptom. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.